Manufacturer narrative:
The customer reported that their kvm went down and when they got it back up, the central nurse's station (cns) secondary screen was blank, and the primary resolution changed. Once they shut down the unit, the cns showed "display settings failed error" on boot loop. They will be sending this unit in for a repair. No harm or injury occurred. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reported that their kvm went down and when they got it back up, the central nurse's station (cns) secondary screen was blank, and the primary resolution changed. Once they shut down the unit, the cns showed "display settings failed error" on boot loop. They will be sending this unit in for a repair. No harm or injury occurred.

Manufacturer narrative:
Details of complaint: the customer reported that the kvm went down and when they got it back up, the secondary monitor for the central nurse's station (cns) was blank, and the resolution had changed on the primary monitor. The cns displayed a "display settings failed error" after rebooting the unit. No patient harm was reported. Investigation summary: the device was sent in for evaluation. During the evaluation of the returned device, nihon kohden repair center (nk rc) was able to duplicate the reported display errors. The display settings were adjusted, and the cns was rebooted to resolve the issue. The hdds were also replaced as a part of preventive maintenance. Based on the evaluation and repair of the device, the cause of the display error was a result of incorrect settings and not a device malfunction. As the customer reported that the issue occurred after the failure of the switch for the keyboard, video, and mouse, the root cause is likely related to a third party product. There is no evidence of an nk device malfunction. A serial number review of the reported device does not reveal additional related complaints. A complaint history review of the customer's account does not reveal trends for similar complaints. A quality issue has not been identified for the reported issue and device. Nk will continue to monitor and trend similar complaints. The following fields contains no information (ni), as attempts to obtain the information were made, but not provided. Attempt #1 02/16/2022 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #2 02/23/2022 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #3 03/02/2022 emailed customer via microsoft outlook for all items under the no information section. No reply was received.

Event description:
The customer reported that the kvm went down and when they got it back up, the secondary monitor for the central nurse's station (cns) was blank, and the resolution had changed on the primary monitor. The cns displayed a "display settings failed error" after rebooting the unit. No harm or injury occurred.